Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).

Event description:
It was reported that the patient experienced pain and discomfort. The target lesion was located in the renal pelvis. An 8.3/24 expel¿ ureteral stent system was selected to be used. During procedure, it was noted that the pigtail loop was large. When the suture strings were pulled back, the straightened stent kept coming back through the track when the patient felt pain. Attempts to advance the stent forward using both the flex cannula and the stiffener were unsuccessful. The stent was partially removed from the patient and remained temporarily in the proximal hole. The suture was cut and rethreaded the loop through a more distal drainage hole on the straight part of the stent as opposed to the first hole where it comes packaged. This allowed to reload the plastic stiffener and pusher to re-position into the renal pelvis where the pigtail shape was taken with the suture. When the suture was cut and pulled to remove the stent, it also pulled back into the track and lost the pigtail. A 5x2x40 mustang balloon was advance to the proximal end of the ureter through a buddy wire. The balloon was inflated to be used as a backstop from advancing the stent. A pusher and a sheath dilator were also used to apply pressure to the proximal end of the stent and was eventually able to advance it back into the renal pelvis. The patient also experienced pain at this point. The procedure lasted up to 2.5 hours by having difficulty in placing the stent as the pigtail was too big to take shape, the strings are placed too proximal on the stent, and straightens out the pigtail during positioning and removal. The device remains in the patient with an 8f nephrostomy catheter capped off for further evaluation in a week. There were no further patient complications reported and the patient's condition was ok.